Event description:
It was reported that this implantable device exhibited high capture thresholds on the right ventricular (rv) lead and high impedance measurements on the right atrial (ra) lead. A revision procedure was performed and the device was explanted, while the ra and the rv were surgically abandoned. The system was successfully replaced. No additional adverse patient effects were reported.